Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unspecified date, the patient was hospitalized and treated with unspecified antibiotics for the event. The pd catheter was removed. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.